Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for projected remaining capacity. Data analysis showed that the battery appeared to be depleting quicker than expected. Device replacement was recommended. No adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for projected remaining capacity. Data analysis showed that the battery appeared to be depleting quicker than expected. Device replacement was recommended. No adverse patient effects were reported. Additional information was received which indicated this ICD was explanted and replaced. Other than the surgical procedure, no additional adverse patient effects were reported